Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who received unknown drug (unknown concentration and dose; device registry listed the drug as morphine 10mg/ml, 1mg/day) in an implantable pump spinal pain. The patient experienced problems with the pump. Additional information was requested from the consumer regarding drug information, if the patient's managing healthcare provider (hcp) was notified of the issue, when the problem began, to clarify event details, if symptoms were experienced, and what steps were taken to resolve the issue. If additional information is received, a follow-up report will be submitted.